Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. During the evaluation, the customer's allegations was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction device cannot be turned on would likely be a interface board failure, and for the malfunction no image would be a video connector failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for a procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found it had no image due to a defective video connector when shakened, and device could not be turned on due to a defective interface (cn) board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor could not be turned on. The issue was found during a diagnostic bronchoscopy procedure that was completed with a similar device. Patient was not anesthetized. There were no reports of patient harm, injury, or death.